Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and severely tortuous left anterior tibial artery. A sterling otw 6.0 x 40/40 (4f) balloon catheter was inflated to 10 atm for 60 seconds. The balloon was then inflated to 12 atm and ruptured on the second inflation. The procedure was completed with a mustang balloon catheter which was inflated to 20 atm. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).